Event description:
Target was informed that during a gdc coil embolization using the remodeling technique, the balloon catheter would not deflate. This event did not cause any injury or complications to the pt, who was reported in good condition after the procedure.